Event description:
It was reported that a pt's settings were found to be different than what was intended during a recent office visit. The pt was set a 2.5 ma and systems diagnostics were performed on (B) (6)2008. No final interrogation was performed. The next time, the pt came back to the clinic on (B) (6)2008, the output current was set to 1.0 ma. The pt did experienced an increase in seizure frequency and duration while without the correct amount of therapy; however, these increases were below baseline levels. Good faith attempts to obtain a copy of the site's flashcard are currently being made.